Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .050 offset at the tips, indicating overloading at the tip. Electrical continuity test was performed and the instrument passed testing. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. An additional observation not reported by site was that the instrument pitch cables were frayed at distal idler of the instrument. There were no damages found on pulley and the clevis of the instrument. No other damages were found on the instrument. Failure analysis investigation concluded that the bent damages and mechanical indentations/burrs may all be due to likely mishandling/misuse.

Event description:
It was reported that prior to starting a da vinci procedure, the surgical staff noticed that the tips pk dissecting forceps instrument was not approximating. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.